Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause of the event was unknown. The patient was treated with vancomycin injection (1 gram in first bag and 1 gram every fifth day for 14 days and route not reported) and magnova injection (1 gram in first bag, then 500 mg in each bag, frequency and route not reported). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.